Event description:
It was reported that (1) device was used during a resection of the rectum. It was reported by the affiliate that the cdh33 instrument was used. During the procedure, a transanal anastomosis in the rectum region was to be performed. After insertion of the circular stapler, the cdh33 was closed. The device was then fired. The surgeon noticed that the firing sound was deviating from the normal noise that indicates the cracking of the plastic washer. The device was opened, but could not be removed from the anastomosis. The device had to be cut off the tissue. A new anastomosis was performed using another stapling device (not made by ethicon). There was no adverse patient outcome other than the removal of additional rectum tissue. 06/28/2000, additional information received: to co's knowledge staples were fired. Co has no info if they were formed correctly or not. The staple line is not available for evaluation.